Manufacturer narrative:
Product event summary manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had output out of specification. It was indicated that the main printed circuit board (pcb) was corroded and contaminated. It was also indicated that the keypad window was scratched and that the main seal was pinched. The epg was repaired and returned to service. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) output was set to 10ma but it was reading 28ma. The epg was returned for service. There was no patient involvement.